Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. Event date is an approximation. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient going to urgent care. The reported glucose values fall within the d zone of the parkes error grid when checked at urgent care. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Data has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).